Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage on the keypad traces. No display anomaly was noted. No traces of moisture were noted at the electronic or motor assemblies during the visual inspection. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated, the buttons were unresponsive and the numbers were jumping around on the insulin pump. Customer reported the issue occurred while attempting to bolus. Customer's blood glucose was 8.1 mmol/l. The customer could not recall any significant events leading to the keypad issues. Customer reported possible moisture exposure to the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.